Manufacturer narrative:
Immucor technical support was unable to use remote electronic access method on (B)(6) 2017 to assess the unexpectedly negative instrument test well image outcome in question, which appeared visually positive.

Event description:
On (B)(6) 2017, a customer site reported to immucor technical support an unexpectedly negative antibody screen when tested on a galileo echo.